Event description:
Customer alleged the chair leaks oil when it's parked, not running. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model tdxsiv-hd-s, (B)(4) is approximately 3 years old. The owner's manual part number 1154294 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called and stated that his power chair is leaking oil when it is parked and not running. The consumer did not have any idea where the oil was coming from and it has been leaking for a couple weeks now. The power chair was picked up on (B)(4) 2012 for repairs. The transmission is allegedly being rebuilt. The consumer has a loaner chair while his power chair is being repaired. The original parts are being returned to invacare for an inspection and evaluation.